Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that a couple of times using the u by kotex sleek regular absorbency tampons, they have fallen apart leaving behind pieces.